Event description:
Per the following physician's office, this patient dislodged both leads and developed superior vena cava syndrome with flutter. The patient had both leads explanted at a different hospital. The date of surgery is unknown. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected some 6.5 cm distal to the is-1 connector pin. Two fragments were received for analysis. It is reasonable to assume that the lead was dissected in the course of the explantation procedure. The visual inspection of the medial fragment demonstrated a damaged insulation between approximately 21 cm and 24.5 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed and the outer conductor coil was fractured. These findings can be considered as the root cause for the observed issues as mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Further damages occurred most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.